Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were directly related to patients experiencing bradycardia and fibrillation. It was further reported that these events were related to the device (epg) settings, epg connection issues and external epg cabling issues. The current status of the epgs is unknown. It was indicated that the events led to patient death. There is no additional information available.